Event description:
It was reported the patient experienced chest muscle stimulation while bending from the waist. It was also reported a chest radiograph revealed the lead was low in the septum. The lead was repositioned to the mid septum area and no further muscle stimulation was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.